Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-20, information was received from a healthcare provider (hcp) regarding a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 900 mcg/day; type and lot # unknown to reporter). The patient's indication for pump use was intractable spasticity and movement disorders. The patient's medical history or additional medications being taken at the time of the event was not provided. On "around (B)(6) 2015" (also reported as "for 3 weeks prior to the refill" on (B)(6) 2015), the patient's pump had run dry (see manufacturer's report number 3004209178-2015-25068). On (B)(6) 2015, the patient's pump was refilled; the dose had remained at 900 mcg/day once the pump was refilled on (B)(6) 2015. On (B)(6) 2015 the patient experienced overdose symptoms of altered mental status, was obtunded, and over-sedated. There was no allegation against an implanted device. The patient was admitted to the emergency room, and the pump was programmed to minimum rate. Twelve hours later, the patient was back to baseline. On (B)(6) 2015, a system content removal was being performed. Forty ml of drug was pulled out of the pump on (B)(6) 2015, and the healthcare provider filled the pump with 20 ml lioresal intrathecal (2000 mcg/ml; lot number: ds0080n09). The pump was programmed to deliver 100 mcg/day . In regards to the system content removal, it was noted that the catheter volume was 0.211 ml, 5 ml was aspirated, a prime of 0.15 ml for a duration of 10 minutes was programmed, 1-2 ml was aspirated, a prime of 0.15 ml was programmed for 10 minutes, 1-2 ml was aspirated, and then 0.221 ml was primed. Additional information regarding pump drug details, concomitant medications, and medical history was requested. If additional information is received, a follow-up report will be sent.